Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "overheating." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit, which was producing oxygen to specification but operating at higher than specified internal temperature due to a damaged fan guard preventing proper operation of the cooling fan. Devilbiss has an active CAPA for fan complaints.